Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer hearing a beep about every 15 minutes for the past 2 to 3 days. Customer also an insulin pump, likely did not be the source of the beeping and redirected caller to speak with diabetes about the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.